Event description:
Report 2 of 2. The customer contact reported the device powered off following an unspecified alarm condition. At an unspecified time during a code blue, unspecified channels of two devices were programmed to deliver unspecified concentrations of either neosynephrine, levophed or vasopressin, at reportedly unspecified maximum dosages, and the deliveries were started. No further programming parameters were provided. The customer contact could not specify which drug was being delivered on which pump. After an unspecified length of time, it was reported that the devices powered off following an unspecified alarm condition. It was reported that after approx 2 minutes, the deliveries were restarted using the same devices. No specific event details were provided. After an unspecified length of time, it was reported the pt expired. No specific details were provided. After an unspecified length of time, the devices were removed from the clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. There was no power loss noted during testing. Based on the data verified, hospira could not attribute the issue to the device. Report 1 of 2 for this event was reported under MFR report #9615050-2013-02949. The device histories were downloaded at the service center. A review of the device history indicated the last programming occurred on (B)(6) 2013 at 0142 when channel 1 line a was programmed in concurrent mode, at a rate of 25 ml/hr, with a vtbi (volume to be infused) of 500 ml, for a duration of 20 hours, and the delivery was started. At 0205, the delivery was stopped and the device was powered off. A review of the device history indicated the last programming occurred on (B)(6) 2013 at 0132 when channel 2 line a was programmed in dose calculation mode, to deliver norepinephrine 16 mg/250 ml, with a dose of 24 mcg/min, at a calculated rate of 28.1 ml/hr, with a vtbi of 250 ml, for a duration of 8 hours and 53 minutes, and the delivery was started. At 0205, the delivery was stopped and the device was powered off. A review of the device history indicated the last programming occurred on (B)(6) 2013 at 0500 when channel 3 line a was programmed in the dose calculation mode to deliver pantoprazole 80 mg/100 ml, with a dose of 8 mg/hr, at a calculated rate of 10 ml/hr, with a vtbi of 62.9 ml, for a duration of 6 hours and 18 minutes, and the delivery was started. At 0205, the delivery was stopped and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.